Event description:
During ICD rv lead implant, rv lead became stuck at axillary/subclavian juncture. Medtronic called to assure md that suture sleeve would not dislodge if lead pulled back. Assured by medtronic. Physician pulled back lead and sleeve dislodged and lodged in lung tissue. At this time, medtronic called back and said sleeve could dislodge. It was decided that there would be more harm if we attempted to remove sleeve so it remains lodged in the patient. Patient is aware. No harm to patient at this time.